Manufacturer narrative:
(B)(6). Eight synovator blade,boxed4.5 ep-1 were returned for evaluation of the reported complaint mode, ¿blade shedding.¿ seven of the returned devices were unopened. These were opened for testing; no issues were noted with the unused devices. The used device was evaluated for dimensional conformance and found to be manufactured within design tolerances. Blade straightness was evaluated and it was observed that the outer blade runout was excessive. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure using the synovator blade, boxed4.5 ep-1 the blade began to shed when used to shave soft tissue. Small metal fragments were visible in the joint. The small metal fragments were removed by flushing them out. There was a procedural delay of 20 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.